Event description:
This lead was explanted due to rising thresholds with no improvements. The physician decided to replace the lead and there were no adverse pt effects reported. If add'l info becomes available, this report will be updated.